Event description:
A (B)(6) female pt called zoll customer support to report that her monitor was making a humming noise and wouldn't fully power up. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (humming noise, not fully powering up) was confirmed. Upon investigation, the monitor was resetting. The cause for the resets was isolated to a defective digital signal processor u500 on the monitor c/a board. The root cause of the defective u500 could not be positively identified. No adverse event resulted from the defective u500 component. The pt received a replacement monitor.